Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this lead exhibited high pacing threshold. Also, brady pacing not delivered when required was noted. The lead was capped. No additional adverse patient effects were reported.